Event description:
Pt had sternotomy surgery on (B)(6) 2013. Pt was readmitted for dehiscence and a surgical site infection. Pt re-admitted (B)(6) 2013 and discharged to home on (B)(6) 2013 with "wound infection".

Manufacturer narrative:
Device not returned to pioneer surgical for eval. The DHR was reviewed and determined that all specifications were met prior to the use of this device.